Event description:
A nurse reported the infusion cannulas were not locking into the trocars during procedure. No pt harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).